Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06843. The pt was implanted with two leads from the same lot number. It was reported the pt underwent surgical intervention due to the pt falling and her scs lead having high impedance. The pt's scs lead was explanted and replaced. Effective stimulation was regained and issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.